Event description:
Sales representative reports that customer called and reported an air injection with their ct9000adv power injector. Customer was very vague with details and provides only the following information at this time. In 2005, patient was having a CT of the abdomen with contrast. During injection, the alarm signifying the injector had exceeded wth psi limit went off. The technologist stopped the injector, and noticed air in the heart on CT scans. Patient was admitted to hospital i.c.u. For observation. It is known that the customer uses a 125ml prefilled contrast media syringe. Patient was scanned the next day and air had resolved.